Event description:
Customer reportedly tested 1.7mmol/l and 20.0 mml/l on the active system within 10 mins while unconscious. The customer was given 1 dose of hypostop by her daughter and then the paramedics arrived to administer 3 doses of hypostop as well as a glucose injection. Requested return of suspect system for evaluation.